Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral migration of breast prostheses, right breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 300cc gel breast prostheses that both fell out of the breast pocket. In addition, the patient developed capsular contracture (baker grade unknown) in her right breast. As a result, the patient underwent bilateral explantation and re-insertion of the breast prostheses on (B)(6) 2018. Reuse of mentor gel breast prostheses is contraindicated in the IFU. At the time of this report, mentor has not received a permanent removal date for the breast prostheses. This medwatch report is for the patient¿s right breast prosthesis.